Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens had to be explanted and exchanged; however, the indication for lens exchange has not been specified. Product return inspection was carried out on 20th march 2023. The iol was returned hydrated inside a plastic vial. The associated injector was not included with the return. Cosmetic inspection of the vial contents identified that only half of lens was returned, and that the returned half of the lens was very damaged. The haptic was observed to be broken and detached from the iol body. A piece of the optic edge has broken off and there is also a scratch/crack going into the centre of the optic. The lens being cut in half is consistent damage caused to aid lens explantation. Product return inspection performed shows that there is significant damage to the lens; however, without the ability to examine the injector it is not possible to determine its origin and/ or root cause. Our review of production records for the rayone spheric rao100c batch 092200309 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 092200309.

Event description:
On 16th march 2023, rayner received notification from its polish affiliate company of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the lens had to be explanted and exchanged; however, the indication for lens exchange has not been specified.